Event description:
Boston scientific received information that this pacemaker had declared end of life (eol) after approximately 7 years of service. It was reported the patient had been lost to follow-up. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
A request was made for the return of the product, however, it is unknown at this time if the device is available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.